Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during treatment of a 90% stenosed and mildly tortuous right coronary artery, after pre-dilating the lesion with a non-abbott balloon catheter, the vision stent delivery system (sds) was delivered to the lesion. During inflation of the vision sds, the balloon ruptured at 7 atmospheres. The stent implant was further dilated with a nc voyager balloon catheter. The procedure was completed with no reported pt effect. No additional info is provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident info, but the product was not returned to abbott vascular for analysis. Since the sds was not returned for analysis, a thorough evaluation could not be performed on the product, which may have aided in determining a cause for the reported balloon rupture. Overall, although there does not appear to be any indication of a product quality deficiency.